Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date.the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011.according to the complainant, while preparing for the case, the electrode was tested by actuating the array. Reportedly, the array was able to be extended and retracted, but felt "grainy and rough." The procedure was completed with another leveen coaccess electrode system. No device issues were visible.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.